Event description:
It was reported that the user experienced hyperglycemia marked by a discrepancy between ilet and fingerstick readings, rising glucose after a larger-than-usual meal that was announced as a normal meal, and subsequent troubleshooting with a site-only infusion set change while keeping the same cartridge on an ilet system integrated with a freestyle libre 3 sensor. Symptoms included hyperglycemia peaking at 295 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided, and review of user interface and procedure use. Investigation of this case revealed a usage problem related to improper or incorrect procedure, specifically failure to follow instructions for accurate meal announcement, with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.